Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. Fse confirmed the reported issue with patient result printout. Fse cleaned the nozzle assembly, checked specimen syringe for leak and no errors were found. Then the fse cleaned and lubricated the sample assembly, detector assembly, washer assembly and substrate. Also, the instrument temperatures were checked and all were within range. Fse was unable to duplicate the reported issue while onsite. A multiple analyte quality control (qc) run was performed and all the results were within specification. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the 23rd of june 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-bhcg analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported issue unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported erroneous results on one (1) bhcg and two (2) prog iii patient samples on their aia-900 instrument (refer to MFR report #: 8031673-2018-00808 / uf/importer report #: (B)(4) and MFR report #: 8031673-2018-00809 / uf/importer report #: (B)(4)). The customer reported that a bhcg patient sample obtained an initial result of <l and upon repeat the result was 2723.7 mlu/ml. The initial was questioned by the customer, but not reported out of the lab. The repeated result correlated with the patient's clinical history and was reported out of the lab. The technical support specialist (tss) requested the customer to perform a precision study on bhcg and the result of the coefficient of variation (cv) was 2.2%, which was within acceptable range. The tss determined that due to the <l bhcg result a field service engineer visit to the site was warranted. There was no indication of any patient intervention or adverse health consequences due to this event.